Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pump head module. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection was performed. The damaged pump head module (phm) was identified during the visual inspection. The cause of the condition was not determined. To correct the condition, the phm was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.